Event description:
Customer reportedly obtained a result of 708mg/dl and 640mg/dl on the advantage meter which is outside the numeric reading range of the device of 10-600 mg/dl. Customer reportedly retested after a result of 640mg/dl and received a result of 109mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. No info provided to indicate where issue occurred.